Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other five proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with six proglide device using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, three of the proglide devices had sutures breaks occur and the other three proglide devices had the knot come out after deployment. Four of the proglide devices were attempted in the rcfa and the other two were attempted in the lcfa; however, it was not known which of the reported devices were used in each groin. The sutures of two new proglide devices were successfully pre-placed in both the rcfa and lcfa. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in both the rcfa and lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.